Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in an alert in the remote home monitoring system. Analysis of device memory confirmed the message was recorded due to excessive magnet applications that also resulted in the device emitting beeping tones. Further analysis of device memory noted that the battery status was already recovering and technical services (ts) indicated the message could be cleared with a programmer. No adverse patient effects were reported. This device remains in service.